Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) reseated row board cable and power cable to resolve the issue. Then the rowboards were exchanged within the drawer. Further the fse released the cubies and verified row boards and all cubies in drawer 6 worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 6.1 pocket a5 failed. When attempting to recover it, the pocket would not release, so the customer selected the unload or delete option. The pocket location currently has a cubie loaded with medication, but the configuration does not recognize it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.